Event description:
It was reported that while using the surgical fiber during prostate procedure, an excessive fiberlife activity message was received at 51,696 joules of use. The procedure was completed using a second fiber. There was no pt injury reported.

Manufacturer narrative:
The component codes: fiber and cap refer to the results code thermal problem. Fiber analysis: the fiber was found to be fractured proximal to the fiber/cap fusion zone. The fiber proximal to the fracture was found to rotate independently of the metal cap; both the metal and glass caps remain attached. The tip of the glass cap exhibits burnt glue. The fiber beveled edge (distal to fracture) is slightly misaligned with the metal cap output window. Char and burnt detritus on the metal cap was also observed. The identified issues may activate the laser systems fiberlife function which will modulate the power showing a pulsing beam or the system will revert to standby mode. The circumferential fracture issue may also result in a forward-firing condition of the side-firing surgical fiber. The most probable root cause of the device issue was determined to be localized heat accumulation/user handling, due to anatomical/procedural factors encountered during the procedure.